Event description:
Information was received indicating that a smiths medical pump was double beeping. There were no reported adverse events.

Manufacturer narrative:
Other, other text: additional information: a1, b5, h6 ( patient code).

Event description:
Additional information was received indicating that there was no patient involved. The malfunction happened while testing.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical legacy plus pump was returned for analysis with a scratched screen. During analysis, the device was started in application and no problems were found with the device double beeping. However, service will replace downstream sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.